Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician's secretary reported a rupture. It was additionally reported that the device was implanted past its expiration date. The device was explanted and replaced but will not be returned as it is not possible to decontaminate it. This relates to the right side.

Event description:
Physician's secretary reported, a rupture. The device was explanted and replaced, but will not be returned. As it is not possible to decontaminate it. This relates to the right side.